Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/06/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: three sealed boxes (36 devices on each box) of product code ep8704slh were returned for analysis with the packaging closed. As per the sampling plan, visual inspections were performed on 32 samples packets, the samples were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to fraying, damaged, or breakage suture, and no defects were observed during evaluation. Functional test was performed, and the pull force and tensile strength were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained: was a suture needle pull off occurred with all 4 devices during this single surgery? Yes. What tissue/location was suturing when pull off occurred? Coronary vessel. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No, just take more time. Was the needle piece removed from the patient during the same procedure? Yes.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure date? Was a suture needle pull off occurred with all 4 devices during this single surgery? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Was the needle piece removed from the patient during the same procedure? Event related to mw #: 2210968-2021-07887, 2210968-2021-07888, and 2210968-2021-07890.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on an unknown date and suture was used. The needle pulled off, and the procedure was delayed by two to four minutes. No adverse patient consequences were reported. Additional information was requested.